Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was prompting a message saying the radiation was disabled. They made sure the image acquisition system (ias) key was turned to the right position and rebooted the system with no change. Navigation and imaging system use was aborted. This occurred intraoperatively, and there was a patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator was not receiving power. The manufacturer representative traced the problem to a blown 6 a fuse and stand alone printed circuit board, and these were replaced. The imaging system then passed the system checkout and was found to be fully functional. . Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225; product ID: bi71000464, multiple annex g codes were reported. G0201202 corresponds to concomitant product bi71000464 that comprises the reported event. G04060 corresponds to concomitant product bi71000225 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the physician used a non-medtronic system to finish the procedure. There was a delay of 15 minutes. There was no impact on the patient's outcome. The issue occurred during a spinal procedure.

Manufacturer narrative:
H3, h6) the product ID: bi71000225, lot number: s1843acq rev. R, was returned to the manufacturer for analysis. In summary, no faults were found. The standalone printed circuit board (pcb) passed a visual inspection and bench test. There was 15 volts direct current (vdc) present at "tp" 7, 113 volts alternating current (vac) present at "tp" 24. All light emitting diodes (l.e.ds) were functioning as normal and the fans were operating correctly. It was installed into a test imaging system. The system booted and readied on each power up cycle. Multiple two-dimensional (2d) and three-dimensional (3d) images were acquired without any issues while under test. No faults were found. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.